Manufacturer narrative:
The following items were received for complaint investigation: one open/unused. List #b3300, clave¿ neutral connector; lot #6894876. One open/unused. List #21-7047-24, smiths medical cadd extension set; lot #4354701. One open/unused. List #21-7002-24, smiths medical cadd set; lot #4354529. As received, there was no physical damage or anomalies were observed on the sample. The set was tested with the mating device and without the mating devices. No leaks, occlusion, damage, separation or anomalies were confirmed during testing. The complaint of leaks was not able to confirmed or replicated. The device history record for lot 6894876 was reviewed and no non-conformities were found that would have led to the reported complaint. D9 - date returned to mfg: 19jun2023.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on unknown date involving a clave¿ neutral connector where an unspecified chemo leaked inside the patient's bag. It appears to be leaking from the connector on the tubing. The cassette had no issues during set-up and priming in the pharmacy, it was checked by two pharmacists and no further information after the cassette left the pharmacy. There was a patient involved but there was no harm.